Event description:
Pt with history of osteogenic sarcoma left distal femur; 9/91 enbloc resection, left knee with insertion of knee prosthesis; 10/91 closed manipulation left knee, 7/93 removal and replacement of total knee prosthesis. Pt fell on left side 9/94 c/o knee pain. X-rays neg (in greece); 12/24/94 knee gave way while walking on flat surface. Prosthesis fx above knee. On 1/31/95 pt underwent removal and replacement of broken left distal femoral prosthesis. Evaluation revealed fatigue fracture process at junction between femoral hinge and femoral stem.